Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil about halfway through a lantern delivery microcatheter (lantern), and consequently the pusher assembly of the ruby coil became bent. It was reported that the ruby coil¿s pusher assembly was not aligned well with the rotating hemostasis valve (rhv). The ruby coil was therefore removed and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.